Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nsln was observed due to post-paced t-wave oversensing. Low frequency attenuation filter was programmed on. Programming changes were recommended. The patient will continue to be monitored through merlin.

Manufacturer narrative:
(B)(4).